Event description:
Additional information received states that there were no fragments generated.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary srom neck damaged during impacting using srom impactor. ¿the product was not returned to j&j medtech orthopaedics, however a photo was provided for review. See attachment img_6831.jpeg the photo investigation revealed unk hip femoral stem srom being used in a surgical procedure, additionally the stem shows signs of deforming being able to confirm the reported event. With the information provided. The observed condition of the device was consistent with improper handling and attention to the approved use due to product was damaged during impacting. The s-rom modular hip system surgical technique was reviewed; recommendations for the implantation of the stem. Place the stem introducer handle (cat. No. 53-2029) onto the femoral implant and insert the pin punch (cat. No. 53-1500) into the rotational alignment hole in the femoral neck (figure 17). Using the pin punch as a version control guide, impact the femoral implant until securely seated. The taper is locked when the stem will no longer advance and 2-3 mm remains between the inferior aspect of the femoral neck and the superior aspect of the implant sleeve. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the s-rom universal impactor stem would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a srom neck damaged during impacting using srom impactor. Ceramic head was therefore removed, and competitor revision head was then used. There was no adverse affects to patient and no surgical delay.